Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the iab body and central lumen kinked and fractured while the pt moved about in the bed, allowing a significant amount of blood to enter back into the gas line tubing. As a result, another iab was inserted. The pt later expired unrelated to the iab issues. Refer to medwatch #: 1219856-2007-00158 for the first event involving this pt.